Manufacturer narrative:
Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension, product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the patient needed to have an MRI and therefore would need the device removed. The patient was experiencing pain in her neck and "pinching". X-ray showed the patient did not have "discs there", and was bone on bone. The discs wore out as she got older. The patients hcp reported he though the pain was coming from the patients neck. The patients arms and hands (her right hand) are going numb. It was reported the patient had pain and some "burning" of the bottom of her feet following a laminectomy about 10 years ago. When asked if the pain was related to or caused by the device, patient responded with "no, not to my knowledge. It was noted the patient was looking for a new hcp to remove the device because one previous hcp had "dismissed" her for working with other hcp, and the second hcp had behaved inappropriately. It was stated "nothing was wrong with my stim unit", but no pain medicine was helping her with her pain.

Event description:
It was reported that patient had pain in their hip and back since implant. It was noted the patient had to lay on the implantable neurostimulator (ins) to feel stimulation more and to sleep. The reporter stated they have to have stimulation so high they can barely walk. The reporter further stated they ¿pumped it up high¿ at night, but could then barely walk in the morning. It was noted the patient was reprogrammed about 4 years ago and ¿did some things¿ over the phone about a year ago. It was noted the patient had not fallen down or got in an accident. It was further noted the patient stated ¿it helps her a little, not a lot, helps take the edge off¿ since they had weaned themselves off of all medication. Additional information received reported the patient¿s stimulation was intermittent. The reporter stated the only way they felt stimulation was if they lie down on their back. It was noted the patient did not feel stimulation when they lied on their side and they typically slept on their side. It was further noted the patient decided to try using stimulation only at night in an attempt to sleep because they have other medical issues. The reporter stated they thought this had been going on since implant and they had seen their healthcare professional several times. It was noted that sometimes when the patient increased or decreased stimulation, the stimulation caused them to jump. It was noted the patient was in a lot of pain and they had fallen out of their bed. It was further noted the patient had fallen about 1.5 months ago. The reporter stated the ins had ¿dropped or sunken¿ since implant and they noticed this a few months after implant. It was noted the patient stated that the ins was more difficult to find and the ins was much easier to find when they first were implanted. It was noted the patient was on program 1 at 1.5v and wanted to increase stimulation. It was further noted the patient was able to increase stimulation to 2.2v and they were able to feel stimulation even when standing. The reporter stated they decided to switch to a different program and wanted to increase stimulation to 2.2v, but ¿had difficulty assessing.¿ it was noted the patient was on program 2 at 1.25v and did not feel any stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient had their device explanted on (B)(6) 2014. It was noted that the patient stated that the implantable neurostimulator (ins) did not work and she was in so much pain and needed more. It was noted that the patient needed it very high and when she put it that high she could not walk around her complex. It was noted that the patient had something wrong with her back and hips and needed to get an MRI. It was noted that now she wanted no more operations.

Event description:
Additional information received reported that the patient needed a surgical healthcare professional (hcp) to remove the implantable neurostimulator (ins). It was noted that the reporter was interested in implanting a surescan device. It was noted that the patient wanted the isn explanted so that she could have MRI¿s. It was noted that the 2 doctors asked for MRI¿s not related to the device therapy. It was noted that the patient needed an MRI because her knees were gone and ¿everything was on her.¿ it was noted that it was not related to the device therapy and it started about 4 months prior to report. It was noted that the patient got herself off oxycodone but the pain she was having was unbearable and what the patient was on a muscle relaxer. It was noted that the patient did not want to be put on medicine. It was noted that the patient was implanted in front of the stomach and had irritable bowel syndrome (ibs). It was noted that the ibs pain was at the implant site so the patient could not put a heating pad on it.

Event description:
Additional information received reported the patient fell of their bed a couple of months ago. It was noted the patient had an x-ray and CT scan which confirmed that the patient's stimulation system was intact and ok, but their lower back vertebrae were "bone on bone" and they had a bulging disc. It was further noted the patient would have to have surgery for this. The reporter stated that when they increase stimulation to a certain point they feel they have to walk more slowly and with a cane. The reporter further stated that stimulation was not uncomfortable/painful, but the stimulation appeared to affect their walk. It was noted that this started after the patient fell of their bed. It was further noted that stimulation was still working for the patient and had taken their pain away. The reporter stated that luckily everything was ok with the stimulation unit after the fall and their stimulation therapy was working very well for them.

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.

Event description:
Additional information received reported the patient was in excruciating pain and wanted to know about seeing a chiropractor, nothing worked unless the patient went on oxycodone and the patient did not want to back on oxycodone. Patient was on a muscle relaxer. It was noted that the healthcare professional stated that the patient had no discs and she needed an operation and that it was not her back, she had problems with her neck. Implantable neurostimulator (ins) was for back pain and it was noted that it helped a little bit or 20% of the pain. When the patient was on the trial it had only helped 20% but the patient was willing to try anything. Patient stated 'she was (B)(6) and her body felt like she was 120.' Patient was given codeine and morphine. Patient was going to physical therapist and was in pain. It was noted that the patient fell off the bed a year prior to this report. It was noted that the patient had an x-ray done right after. The healthcare professional had not seen anything that had shifted in the leads or the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the patient needed an MRI but was unable to have once because of the implant. Patient was disable for life. MRI was needed for lower back and neck because it was bone on bone. It was noted that since the operation, laminectomy 11 years prior to the date of this report, the patient had been in pain. Patient had been on pain medicine. The patient liked her stimulator and took muscle relaxer. Patient liked stimulation unit but when she turned it up high her legs went funny and legs wobbing but she needed it high and had been told that was supposed to happen. Patient wanted stimulator removed because she wanted MRI and she wanted the new MRI surescan device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was having the implantable neurostimulator (ins) taken out on (B)(6) 2014. It was noted that the patient stated that she had back, hip, and knee pain and needed an MRI. It was noted that this started 2 months prior to report. It was noted that the patient had an apicoectomy surgery that they "messed up" that took place 2 years ago. It was noted that the patient had nerve damage in her mouth and her caps were falling out of her mouth. It was noted that the patient wore a plastic mouth piece but, when she went to bed it tended to twist up in her mouth. It was noted that the patient could hardly walk. It was noted that the patient took an orthopedic x-ray a month prior to report. It was noted that now they wanted to do an MRI. It was noted that the patient was nervous about the surgery. It was noted that the patient weighed (B)(6). It was noted that the patient was nervous for them to flip her during surgery. It was noted that the patient got numb when she was nervous.